Event description:
The customer reported, that the battery icon on the unit shows this battery has a 60% charge, but the battery fuel cell shows no leds.

Manufacturer narrative:
This complaint is still under investigation.